Event description:
It was reported that the atrial lead had noise. It was also reported that the right ventricular pace/sense lead had high impedance, oversensing and noise. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and the distal conductor had a fracture (overstress). The outer insulation was breached cut, had a white substance on it and a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. (B)(4): the lead was returned and analysis found that the outer insulation had a breached depression. All conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut and had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and the distal conductor had a fracture (overstress). The outer insulation was breached cut, had a white substance on it and a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. (B)(4) the lead was returned and analysis found that the outer insulation had a breached depression. All conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut and had a cosmetic depression. We also received performance data collected from the device and have analyzed the data. The analysis showed that a lead integrity alert triggered. Programmer data shows five lead integrity alerts between (B)(4) 2011 and (B)(4) 2011. There were five patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011 and (B)(4) 2011. Oversensing and noise were noted. There were fourteen ventricular non sustained tachycardia events less than or equal to 210 ms between (B)(4) 2011 and (B)(4) 2011 and ventricular short interval counts v-sic equal to 42.0 counts avg/day, in 1.88 days, between (B)(4) 2011 and (B)(4) 2011.